Event description:
A baxter pump was under-infusing anesthetic medication. Propofol was being run on a baxter pump at a rate of 150 mcg/kg/min on a 116 kg patient. The drip was dripping, however at a much slower rate than is programmed. The vtbi expired with 30cc remaining in the 100cc propofol vial. When the vtbi was reentered, the same issue occurred. Fortunately, patient had entropy monitor on and was receiving enough anesthesia despite the decreased dose. The infusion pump was switched, and the new pump ran the infusion at its intended rate, thus eliminating tubing kinking or tube/bottle issue as a contributor. Pump was removed from circulation, labelled as "do not use - under infusing", and given to anesthesia tech [redacted name] to give to biomed. Manufacturer response for IV infusion pump, spectrum iq IV pump (per site reporter).